Event description:
When doing the pm found the ground reading was high. No injury was reported.

Manufacturer narrative:
Technician found doing pm that the ground reading was high. Replaced the hospital plug to resolve this issue.